Event description:
The user had a skin infection over the implant site with extrusion of the implant housing. It has been decided to urgently explant the device on (B)(6) 2023. It is planned to reimplant the user after healing.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. In addition during device investigation damage to the active electrode caused by device minute mobility was found. This is a final report.

Event description:
The user had a skin infection over the implant site with extrusion of the implant housing. It has been decided to urgently explant the device on (B)(6), 2023. It is planned to reimplant the user after healing.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. In addition in situ measurements show two channels with hi status due to undetermined reasons. The explanted device has not been received for investigation yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a skin infection over the implant site with extrusion of the implant housing. It has been decided to urgently explant the device on (B)(6) 2023.